Manufacturer narrative:
Date sent to the FDA: 08/16/2021. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: for incident #3 ¿ ambiguous other surgeons/procedures; event: suture has broken twice - (B)(4). Do you know how many other surgeons procedures occurred when the suture broke twice during single surgery? If yes, please create additional files for each event? - jjm rep only aware of one other surgeon and that occurred within the same case. So no additional case is required. Device return status/follow up? As per note a-5693711 42x code: 8935h, prolene suture 36"(90cm) 4-0 blu have been shipped all together for (B)(4). Events were submitted via 2210968-2021-05558 and 2210968-2021-05665.

Event description:
It was reported that the patient underwent unknown anastomosis surgery in 2021 and the suture was used. The suture has broken twice. The patient had to have another stitch in vessel because of breakage. Another suture required in vessel due to break. There were no patient consequences reported.